Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were inaccurate; cause unknown. The customer's blood glucose level ranged from 250-361 mg/dl. Reportedly, the customer reverted to alternate pump or insulin therapy.